Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device had loud grinding noise. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If additional information should become available, a supplemental medwatch report will be sent accordingly.